Event description:
Journal reference: jarrett med, dudding tc, nicholls rj, vaizey cj, cohen crg, kamm ma. Sacral nerve stimulation for fecal incontinence related to obstetric anal sphincter damage. Dis colon rectum. 2008; 51(5): 531-537. Sphincter repair is the standard treatment for fecal incontinence secondary to obstetric external anal sphincter damage; however, the results of this treatment deteriorate over time. Sacral nerve stimulation has become an established therapy for fecal incontinence in pts with intact sphincter muscles. This study investigated its efficacy as a treatment for 8 pts with obstertric-related incontinence. Reportable event: six of eight pts had improved continence at a median follow-up of 26.5 months. One of the six, after having initially good response, had a gradual loss of efficacy at 15 months, with symptoms being comparable to baseline. Attempts at reprogramming failed to achieve improvement in symptoms. This pt underwent sphincter repair at 28 months, however, function and symptoms did not improve. Reprogramming of her neurostimulator after sphincter repair was performed and full continence was achieved.

Manufacturer narrative:
.